Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full near lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported following a coronary angiogram a 6f angio-seal vip was deployed in the right femoral arteriotomy. Four days later, the patient returned to the hospital with no distal pulses in the right leg and the leg was "white" in color. The patient was transferred to another hospital for a late evening surgical intervention at the request of the patient's son. The device was removed after midnight. Both the anchor and collagen were reportedly found in the artery.